Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to tip foldover and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on may 24, 2023.